Event description:
Patient follow up. With a sprint fidelis lead who has recently become pacing dependant. His sensing test today showed a reduced r wave between 2.1 6.9mv but I believe these were ventricular ectopic beats. His previous r waves have been >10mv. His shock impedance also shows a slight drop from 52ohms to 42 ohms on the trend graphs. Pacing impedance and pacing thresholds remain stable. This chap has never had therapy or non-sustained episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).